Event description:
Product is used by inserting to ear. The handle has a place for spares. Spares have fallen out and child has attempted swallowing it. Considers it a choking hazard and thinks there should be a choking warning on label. Problem is not lot specific.